Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation"). The patient was treated with surgery (underwent a partial hysterectomy due complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 706317, 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included von willebrand's disease. Previously administered products included for an unreported indication: levora, lovaza, premesis and welchol. Concurrent conditions included body mass index normal, libido decreased, frequency of menses, dysplasia, loop electrosurgical excision procedure, bleed in luteal cyst, cough, hypermenorrhea, gi bleed and uterine bleeding. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), esomeprazole magnesium (nexium) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight decreased and vulvovaginal pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight 165lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-apr-2018: events- "abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight loss, abnormal bleeding (vaginal), vaginal area pain", reporter,lot number added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 706317, 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included von willebrand's disease. Previously administered products included for an unreported indication: levora, lovaza, premesis and welchol. Concurrent conditions included body mass index normal, libido decreased, frequency of menses, dysplasia, loop electrosurgical excision procedure, bleed in luteal cyst, cough, hypermenorrhea, gi bleed and uterine bleeding. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), esomeprazole magnesium (nexium) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation") and vulvovaginal pain ("vaginal area pain"). The patient was treated with ultracet, paracetamol (acetaminophen), nsaid's, desmopressin, surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menstrual disorder, dysmenorrhoea, dyspareunia, fatigue, weight decreased, vulvovaginal pain and depression outcome was unknown and the vaginal hemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal hemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight 165lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received- new event depression, mental anguish were added. Outcome of pelvic pain were updated to recovering / resolving. Treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included von willebrand's disease. Previously administered products included for an unreported indication: levora, lovaza, premesis and welchol. Concurrent conditions included body mass index normal, libido decreased, frequency of menses, dysplasia, loop electrosurgical excision procedure, bleed in luteal cyst, cough, hypermenorrhea, gi bleed and uterine bleeding. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), esomeprazole magnesium (nexium) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation") and vulvovaginal pain ("vaginal area pain"). The patient was treated with ultracet, paracetamol (acetaminophen), nsaid's, desmopressin, surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menstrual disorder, dysmenorrhoea, dyspareunia, fatigue, weight decreased, vulvovaginal pain and depression outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight 165lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Batch number 706317 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included von willebrand's disease. Previously administered products included for an unreported indication: levora, lovaza, premesis and welchol. Concurrent conditions included body mass index normal, libido decreased, frequency of menses, dysplasia, loop electrosurgical excision procedure, bleed in luteal cyst, cough, hypermenorrhea, gi bleed and uterine bleeding. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), esomeprazole magnesium (nexium) and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 29 days after insertion of essure, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation") and vulvovaginal pain ("vaginal area pain"). The patient was treated with ultracet, paracetamol (acetaminophen), nsaid's, desmopressin, surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain was resolving, the genital haemorrhage, menstrual disorder, fatigue, weight decreased, menorrhagia, vulvovaginal pain, depression and anxiety outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight 165lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Batch number 706317 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event abdominal pain was added. Event outcome updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.